Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. The patient with a history of deep venous thrombosis and pulmonary embolism and an upcoming urologic procedure required the discontinuation of anticoagulation and an inferior vena cava filter was indicated. The patient underwent prep and drape of the right groin in the usual fashion and access was gained into the femoral vein. A venogram performed demonstrated no clot in the ivc, the right iliac system, or the common iliac vein. The ivc filter was prepped and deployed at the l2-l3 level. Pressure was held at the access site until hemostasis was achieved. A dressing was applied and the patient was transferred to the recovery room in stable condition. Approximately one month post deployment, the patient presented for retrieval and replacement of the filter which was requested as the filter was noted to be tilted and believed to be entering the renal veins. Access was gained into the right jugular vein which was prepped and draped in the usual sterile fashion. The patient had a right jugular central line which was exchanged over a guidewire for a retrieval sheath. A venogram performed demonstrated no superior vena cava clot and the clot previously seen was completely resolved. The filter appeared to be extravascular and impossible to snare. Further attempts were abandoned and a 10 french sheath was left in the right jugular to tamponade the access site which was anticoagulated. Approximately one year six months post filter deployment, a CT scan identified one filter limb was extravascular and directed superomedially. Various obliquities suggested the tip of the filter was extravascular and impossible to snare. There was no retroperitoneal hemorrhage or inflammatory changes. The device was not returned for evaluation and images were not provided for review. Medical records were provided and reviewed. Approximately two weeks post ivc deployment, records report radiological findings of a tilted filter. Approximately one month post deployment, the an unsuccessful retrieval attempt was made. The filter appeared to be extravascular and impossible to snare. Approximately one year six months post filter deployment, CT identified one strut had migrated and was extra vascular and directed anteromedially. Various obliquities suggested the tip of the filter was extravascular and impossible to snare. Therefore, based on the provided medical records the investigation can be confirmed for a tilted filter, perforation of the ivc wall, limb detachment, and difficulties removing the filter. Per the provided medical records, the filter was tilted. This likely resulted in the retrieval difficulties. However, the definitive root cause is unknown. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (B)(4).

Event description:
It was reported that an inferior vena cava (ivc) filter was deployed in the patient with a history of dvt/pe prior to an orthopedic procedure. The patient alleged the following: there was perforation of filter limbs into organs, there was detachment of the filter (one limb is extravascular and directed toward the anteromedial section of the body), and the filter was tilted and embedded in the caval wall. There were two unsuccessful attempts to retrieve the filter which remains implanted. Based on a review of medical records received, approximately one month post vena cava filter deployment, the patient presented for retrieval and replacement of the filter. The filter was believed to be extravascular and impossible to retrieve. No further attempts were made to retrieve the filter. The patient was hemodynamically stable at the conclusion of the procedure. Approximately one year six months post filter deployment, a CT scan identified the filter to be tilted with the apex and one filter limb extravascular. The detached limb was noted to be in a superomedial position without retroperitoneal hemorrhage or inflammatory changes. No additional medical records were received for this patient. It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that a filter limb detached and migrated extra vascular toward the anteromedial section of the body. Furthermore, it was alleged that some filter struts perforated into the organs and tilted with the filter embedded in the wall of the ivc. The device has not been removed after two attempted but unsuccessful percutaneous removal procedures. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with a history of deep venous thrombosis and pulmonary embolism and an upcoming urologic procedure required the discontinuation of anticoagulation and an inferior vena cava filter was indicated. The patient underwent prep and drape of the right groin in the usual fashion and access was gained into the femoral vein. A venogram performed demonstrated no clot in the ivc, the right iliac system, or the common iliac vein. The ivc filter was prepped and deployed at the l2-l3 level. Pressure was held at the access site until hemostasis was achieved. A dressing was applied and the patient was transferred to the recovery room in stable condition. Approximately one month post deployment, the patient presented for retrieval and replacement of the filter which was requested as the filter was noted to be tilted and believed to be entering the renal veins. Access was gained into the right jugular vein which was prepped and draped in the usual sterile fashion. The patient had a right jugular central line which was exchanged over a guidewire for a retrieval sheath. A venogram performed demonstrated no superior vena cava clot and the clot previously seen was completely resolved. The filter appeared to be extravascular and impossible to snare. Further attempts were abandoned and a 10 french sheath was left in the right jugular to tamponade the access site which was anticoagulated. Approximately one year six months post filter deployment, a CT scan identified one filter limb was extravascular and directed superomedially. Various obliquities suggested the tip of the filter was extravascular and impossible to snare. There was no retroperitoneal hemorrhage or inflammatory changes. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned for evaluation and images were not provided for review. Medical records were provided and reviewed. One month post deployment, the patient presented for retrieval and replacement of the filter which was requested as the filter was noted to be tilted and believed to be entering the renal veins. A venogram performed demonstrated the filter appeared to be extravascular and impossible to snare. Further attempts were abandoned and a 10 french sheath was left in the right jugular to tamponade the access site which was anticoagulated. Approximately one year six months post filter deployment, a CT scan identified one filter limb was extravascular and directed superomedially. Various obliquities suggested the tip of the filter was extravascular and impossible to snare. Therefore, based on the provided medical records the investigation can be confirmed for a tilted filter, perforation of the ivc wall, and difficulties removing the filter. The investigation is inconclusive for the alleged filter limb detachment, as the provided medical records do not clearly identify a detachment. Per the provided medical records, the filter was tilted. A tilted filter could lead to retrieval difficulties. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. - movement, migration or tilt of the filter are known complications of vena cava filters. - filter malposition. - filter tilt. -perforation or other acute of chronic damage to the ivc wall. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that an inferior vena cava (ivc) filter was deployed in the patient with a history of dvt/pe prior to an orthopedic procedure. The patient alleged the following: there was perforation of filter limbs into organs, there was detachment of the filter (one limb is extravascular and directed toward the anteromedial section of the body), and the filter was tilted and embedded in the caval wall. There were two unsuccessful attempts to retrieve the filter which remains implanted. Based on a review of medical records received, approximately one month post vena cava filter deployment, the patient presented for retrieval and replacement of the filter. The filter was believed to be extravascular and impossible to retrieve. No further attempts were made to retrieve the filter. The patient was hemodynamically stable at the conclusion of the procedure. Approximately one year six months post filter deployment, a CT scan identified the filter to be tilted with the apex and one filter limb extravascular. The detached limb was noted to be in a superomedial position without retroperitoneal hemorrhage or inflammatory changes. No additional medical records were received for this patient.